Manufacturer narrative:
Manufacturer's investigation conclusion: the reported reduction in outflow graft diameter could not be confirmed as no images were provided by the account and the device remains in use. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined. The submitted controller event log files contained events from 04oct2023 through 05oct2023, per the timestamps. The controller periodic log files contained data from 23sep2023 through 05oct2023. Intermittent low flow hazard alarms with decreasing pi values were captured throughout the files until resolving on 05oct2023. No other notable pump events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures¿, contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had no additional symptoms. A follow-up CT would not be performed and reduction in diameter of the outflow graft was confirmed. There were no further alarms, the patient was stable, and there was no further information provided on plan of care.

Event description:
It was reported that the patient was hospitalized, and log files showed decreasing flow and pulsatility values. The speed was increased from 5400 to 7800 rotations per minute to increase the flow. A computed tomography scan was carried out and showed outflow prosthesis with a taper of up to 7 mm in diameter. The parameters suddenly improved back to normal. The fixed speed was returned to the initial value.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.